Manufacturer narrative:
(B)(4). The reported complaint of "a balloon that ruptured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "we had a balloon that ruptured on contact with the patient's stent during a case. No injuries or harm to the patient has been reported". Additional information states "the patient remained stable and no further intervention was required".

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "we had a balloon that ruptured on contact with the patient's stent during a case. No injuries or harm to the patient has been reported". Additional information states "the patient remained stable and no further intervention was required".